Event description:
Customer reported that during an infusion of doxorubicin the IV tubing leaked. The infusion had been running for several hours without issue when it started 'spiriting' solution while the patient was in the kitchen area. No user or patient injury occurred. Although requested, no additional information was available. The facility's policy does not allow to send out chemotherapy material for investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the product was not available for investigation. Also the lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.